Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 480 mg/dl and ketones. Customer was treated with intravenous fluids of saline, insulin, zofran and potassium to address the elevated bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. At the time of the report, customer was still admitted to the hospital with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the customer's release date, but no response was received.